Event description:
Spoke with cnss (B)(6) and patient to try to troubleshoot the pump. The main menu was not showing the options to start delivery or delivery program. Tried to troubleshoot and see if any fixes we could do over the phone. Pump asked for code to program it and (B)(6) was asking for code to try to reset it but told her that unfortunately we cannot provide with that. Asked cnss (B)(6) if the batteries were put in the pump after receiving as it may have reset itself. She reported that they were but she believes the battery died. Told her that it probably reset and we will have to send a new pump. New pump will be sent overnight for tomorrow delivery. Patient has a back-up pump that is working fine. Ms3 pump - sn on pump is (B)(4) and maintenance due date: 03/29/2019. No other information provided. Dose or amount: 4.5 ng/kg/min. Frequency: continuous. Route: sub q. Dates of use: (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.